Event description:
Additional information received that ipg was explanted on (B)(6) 2017 due to ipg being inoperable.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing pain around the scs ipg and difficulty charging the scs ipg (manufacturer report number 3006705815-2017-0152). As a result, surgical intervention may be undertaken at the later date to address the issue.